Manufacturer narrative:
The investigation for the reported difficulty inserting/removal issues has been completed. No product or logs were returned. Clinical details state that the patient had stenotic aortic valve and was able to cross the valve with the guidewire but not with the impella. Attempted 3 times and the aortic valvuloplasty done was still unsuccessful. The impella insertion was aborted. The root of the delivery issue was most likely patient condition related. D4-updated model number in accordance with updated procedures, section d6 has been revised from the initial submission.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a female patient of an unknown age, race, and ethnicity was to be implanted with an impella cp device for mechanical circulatory support. Inability to cross aortic valve while attempting to implant the impella cp was reported. Implantation was attempted three times with an aortic valvuloplasty, but was unsuccessful. Impella insertion was aborted. No patient harm was reported.